Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00620005422, shell porous with cluster holes 54 mm o.d., lot#: 60237306. Catalog#: 00877703601, bioloxâ® option, head, s, ã¸ 36/-3.0, taper 12/14, lot#: 2592449. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 3 years post implantation due to a fracture of the trilogy liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: -catalog#: 00620005422 shell porous with cluster holes 54 mm o.d. Lot#: 60237306, -catalog#: 00877703601 bioloxâ® option, head, s, ã¸ 36/-3.0, taper 12/14 lot#: 2592449 -unknown taper stem. The event was confirmed with product received. Visual inspection if the returned product identified a portion of the liner¿s rim feature is fractured. Other damage such as nicks and gouges are seen around the entire perimeter of the liner. Radiographs were received. Review of the available records identified the following: two views of the right hip demonstrate a right tha with cement fixation of the acetabular cup. Symmetric position of femoral head within the acetabular cup with no evidence for polyethylene wear. Overall fit and alignment of the implants is normal. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.